Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mode switch was occurring along with an atrial refractory event. Follow-up with the physician's office was attempted, with no information received to date. The atrial lead remains in use. No patient complications have been reported as a result of this event.